Manufacturer narrative:
Continuation of d10: product ID m995402a001 (serial:(B)(6)); product type: ; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 97745nt (serial: nld186762n); product type: b3: event date is date valid  medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported a blank and unresponsive controller. Patient stated they had their controller plugged in for 2 hours before they realized controller wasn't charging. Patient stated they tried another outlet and controller still would not charge. Agent walked patient through removing the battery pack and plugging controller into the ac power cord; patient confirmed controller did not power on. Patient confirmed green light was illuminated on ac power supply and reported no visible damage to ac power supply pins or connector port. Patient inserted aa batteries and controller still did not power on. The issue was not resolved. An email was sent to the repair department to replace the controller. Caller called back and stated they received the controller with no battery pack and controller has been plug into the outlet for 24hrs and controller is not charging. Caller stated they need a battery pack. Agent assisted caller with resetting the controller and controller showed, low battery recharge the implant (ins). Controller showed screen 49 with no batteries installed icon / plug the controller into the outlet when controller is plug into the outlet and ins red. Caller confirmed there is no damage on the ac power cord and green light on the ac power supply cord on the outlet. Agent reopened the case and sent email to the repair dept for bp replacement to an alternate address.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrections: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The device with product ID 97745nt, serial# (B)(6), was received for product analysis. Analysis found the corrosion on main board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.